Manufacturer narrative:
The reported events of noise and low pacing lead impedance were confirmed. As received, a complete lead was returned in one piece. During electrical testing, a short was revealed. Destructive analysis was performed and visual inspection revealed clavicular crush damage distal to the suture sleeve tie impression damaging the polytetrafluoroethylene liner of the inner coil and ethylene tetrafluoroethylene cable coating of one ring electrode cable. The cause of the reported events was isolated to clavicular crush.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, low pacing impedance and noise resulting in oversensing was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.